Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead impedance measured 2096 ohms. Analysis of the device memory indicated a lead impedance out of range alert. Patient alert on (B)(6) 2014 for rv lead impedance of 2096 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, sic up to sixteen and non-sustained episodes with evidence of lead noise/oversensing noted.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.